Event description:
Six months postop, x-rays showed all four proximal screws detached from the plate for a mandible reconstruction implanted approximately (B)(6) 2010. Surgeon plans to return patient to operating room for revision. Synthes product development notes these screws are not intended to be used with the subject plate. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. The following part numbers were implanted in the patient. The hospital as unable to identify which part number was associated with the reported event: 04.503.638.01; 04.503.642.01; 04.503.644.01; 04.503.674.01. Approximate implant date - (B)(6) 2010. Surgeon plans to return patient to operating room for revision. Investigation is on going; no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine manufacturing date without a lot number.